Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the patient line. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer changed the cartridge resolve the issue.